Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, when the plunger was removed no sutures were attached to the needles for the second proglide device used. No part of the second proglide device was broken. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, "when inserting the proglide device, it doubled, it doubles in the marker port, making entry difficult in the marker port, making entry difficult". When the plunger was removed, it did not have the sutures to tie. A second proglide device was attempted; however, "when the point was closed, it was broken, the suture could not be made". An additional proglide device was used to achieve hemostasis. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.